Event description:
It was reported that the system was explanted and replaced due to infection. On (B)(6) 2017, the physician decided to explant the atrial lead and left the ventricular lead. The pacemaker left outside of the patient attached to provide pacing support. On (B)(6) 2017, the physician explanted the rv lead and pacemaker that was externally pacing the patient. A new pacing system was implanted on the (B)(6) 2017. All parameters were stable with the device. The patient was in a stable condition and was to remain in hospital until the left side pocket infection had gone.